Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and due to clogging of the nozzle, water removal ability does not meet the standard value. Additional findings: due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. The adhesive on the bending section cover has a chip. Due to wear of the angle wire, the play of the up/down knob is out of the standard value. The suction cylinder is shaved. Scratches were found on the following parts: right/left knob, forceps elevator knob, lock engagement lever, up/down knob, switch box, connecting tube, control unit, suction connector, scope connector unit cover, flexibility adjustment ring, universal cord, and grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonvideoscope had histoacryl adhesion separation. The issue was found during an unspecified procedure. The procedure was completed with a similar device and no delay. The device was returned for evaluation. During the device evaluation, was found foreign object inside the device nozzle, probe cover, and distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.